Event description:
Meter name: one touch original. Strip name: lifescan. Meter code: unknown. Strip code: unknown. Strip storage: unknown. Symptoms: no symptoms. A patient reported they were seen by the doctor. Their meter allegedly was inaccurately high. The result on their meter was 245 (units unknown). The result on the doctor's meter was unknown. The time difference between patient's meter and doctor was unknown. Treatment was insulin. No further information has been reported.